Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. There was no report of patient harm or injury. A correction to b5 was made and should be: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device is noisy, nasal/throat irritation or soreness,breathing issues,dust particles and/or fibers in the tank,dry cough, headache . There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was mention of external and internal damage evident, rear panel missing. Scrapes/marking on bottom of device. Missing foot. 0 errors, 0 blower hours, and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 1,680.8 machine hours were logged.care orchestrator data was unavailable,plastic of the blower box is cracked and broken in several places including near air inlet and nearby screw boss, ferrite bead channel, as well as part of the air outlet.,leads of p3 on pca bent,very fine dust/dirt contamination inconsistent with degraded sound abatement foam was observed on and in the blower seal appeared to not be fully seated, likely due to the physical damage to the blower box upon external and internal aspect of the device. The manufacturer concludes that pil is unable to address the symptoms specified in the complaint. Pil is unable to confirm the complaint regarding particles in the water tank due to not receiving a humidifier or water tank with the device. Pil can confirm severe physical damage to the device, however it is undetermined when the device sustained the damage. Pil is able to confirm the presence of contamination in the airpath. Pil found no evidence of sound abatement foam degradation or breakdown. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.